Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient¿s device never worked. It was indicated that it hadn¿t been charged for over a year. Technical services discussed MRI mode and the healthcare professional stated that nothing with the system had been working for a year. There were no symptoms reported. It was asked but was unknown when the event occurred, the hcp just said they knew the device hadn¿t worked for a year. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and dengen. Disc disease/herniated disc pain. Information was reported that the patient spinal cord stimulator "didn't work anyway", the caller said the patient is a poor historian, and she isn't clear on what the patient meant. The caller wanted a manufacturing representative (rep) to come and check patient's implant. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.